Event description:
The customer reported that they encountered problems with the collimators. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the ffb pcb and hard disk drive and reloaded the software. He ran diagnostics tests and confirmed no issues were noted. The sys has performed without issues for 6 days. The sys operates as intended.